Manufacturer narrative:
Correction: device code.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was intermittently unresponsive. During troubleshooting with tandem technical support the touchscreen was functioning; however, failed test 5 and 6. The customer's blood glucose was in the 300s mg/dl. The customer administered a manual injection. The customer reported that the pump would continue to be used for insulin therapy.